Manufacturer narrative:
.

Event description:
It was reported that during an unknown procedure, the device did not fire properly creating an incomplete staple line. The anastomosis was not complete. The procedure was not completed by hand suturing the anastomosis. There was no patient consequence reported.